Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported a damaged bezel assembly with system error on the heartstart xl front panel was damaged at the screen level. There was no pt involvement and/or impact.